Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the reservoir compartment. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support cap was inspected and no anomaly was noted. No moisture damage was noted on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. The blood glucose level at the time of the event was 546 mg/dl. The patient would bolus but the blood glucose was not going lower than 200 mg/dl at any time. The customer also stated that the drive support cap was indented. The current blood glucose level is 116 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.